Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
"Top retainer is cutting into my gums between my two front teeth, (B)(6) 2024 1:41 am check in: "top retainer is cutting into my gums between my two front teeth,blanching,pain level 4.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.